Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis observed noise anomaly on the atrial channel. The device became damaged during analysis and the root cause could not be determined. (B)(4). Failure (event) observed during analysis.